Manufacturer narrative:
Visual evaluation of the ar-9831 shows the tip of the probe to be bent and charred. Functional testing could not be performed due to the damage to the device. Complaint allegation is confirmed. The most likely cause for the reported event can be attributed to of the device due to insufficient fluid flow during use.

Event description:
It was reported that during a rotator cuff surgery when the customer wanted to use the apollo i90 probe and immediately during the imaging of the joint, they discovered that the metal plate at the end of the probe was peeled off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.